Event description:
It was reported that (2) devices were used during a unknown procedure. It was reported by the rep that the tct75 was fired one time, then attempted fire a second time with reload, and the device jammed and would not fire. Another tct75 instrument was used to complete the case. There was no consequence to the pt.